Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted in the eye. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded device split at the end while the intraocular lens (iol) was being inserted into patient's operative eye. The lens remains implanted and there was no harm to the patient. The patient was doing normal post operation. No other information was provided.

Manufacturer narrative:
Additional info: additional information was received from the facility providing the patients date of birth and gender. The following sections have been updated accordingly: section a2: age/date of birth: (B)(6) 1964. Section a3: gender: male. Additional info: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: sep 8, 2022. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the complaint handpiece was received inside of the original folding carton. Visual inspection under magnification revealed that the handpiece was received with the plunger rod fully retracted. Inspection of the cartridge revealed a crack from the neck of the cartridge to the tip. No further issues were observed with the handpiece that could contribute to or cause the observed issues. Conclusion: the complaint issue "cartridge tip cracked/damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.